Manufacturer narrative:
(B)(4). Date sent: 6/22/2026. D4: batch # unk. An analysis of the product could not be performed since a physical sample was not received for evaluation. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during closing of wound, surgeon noticed a tiny piece of rubber on patient's skin. It looked similar to the internal flaps of the disposable sheath of xcel bladeless trocar, similar to earlier case wherein the same event happened. Clinical staff confirmed upon checking the washer part of the said sheath, that indeed, a piece of the rubber flap part is torn off." No other details provided. No patient consequences were reported.